Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: the bending angle in the up direction did not meet the standard value, the adhesive on the bending section cover was detached, the adhesive around the light guide lens had wear, the elevator channel plug was loose, water tightness was lost due to a pinhole on the universal cord, and the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus ultrasound videoscope had a damaged bending section cover and the glue on the device terminal had eight centimeters of wear. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap of adhesive between the acoustic lens and the ultrasound probe. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.